Event description:
It was reported that rescue tape was applied to the driveline due to driveline damage.

Manufacturer narrative:
The event date for this was estimated, the site could not recall the exact date that the event occurred. Manufacturer's investigation conclusion: the report of damage to the silicone jacket of the patient¿s driveline could not be confirmed as no photographs were submitted for review and no product was returned for evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.